Manufacturer narrative:
Product event summary: the battery charger was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that passed visual inspection but during functional testing charger bay one was not charging due to faulty components cause by inductors in the charging circuit. As a result, the reported event was confirmed. Possible root cause for the reported event can be attributed to faulty components in the charging circuit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the ports of the battery charger was not charging the batteries. The battery charger was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery charger was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery charger revealed that the unit passed visual inspection. Functional testing revealed that two charging ports were unable to charge a battery. Supplemental testing revealed damaged fuses, fets and diodes in the charging circuits. It was determined that the battery charger was assembled with an incorrect inductor, resulting in damaged components. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to improper assembly. An internal investigation was initiated to investigate battery chargers assembled with incorrect inductors. If information is provided in the future, a supplemental report will be issued.